Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4) a white wire that was connected to the battery cells was broken. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. As received, the white wire connected to the battery cells was broken. The root cause of the broken wire could not be positively identified but was likely the result of the battery being dropped on a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.